Event description:
A surgeon reported that during a femto cataract surgery, after removing the lens and the cortex, a patient presented with high intraocular pressure. The viscoelastic could not be introduced in the anterior chamber and the intraocular lens (iol) could not be implanted. Additional information has been requested but not received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).